Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found; the full lead was returned and analyzed. Further testing revealed blood/body fluid present on the proximal conductor (not obstructed), and in/on the helix mechanism and the helix mechanism sleeve head. The proximal conductor was distorted, the outer insulation was breached cut, and there was apparent explant damage. The stylet was removed from the lead without any problem.

Event description:
It was reported that there was high impedance and several short ventricular-to-ventricular intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.